Manufacturer narrative:
An event of dizziness, shortness of breath and large posterior and lateral pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted. Following the procedure, the patient was on dual antiplatelet therapy (dapt). On (B)(6)2023, the patient presented with dizziness and shortness of breath. A large posterior and lateral pericardial effusion was observed. A pericardiocentesis was performed, and 1705cc were drained. The patient was hospitalized. The patient was reported to be stable and recovering. It was unknown if the patient's anti-thrombotic regimen was adjusted after this event. The user believed that the cause of the pericardial effusion was due to the stabilizing wires of the amulet occluder.